Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that more often than not, they are feeling a fluttering vibration, which is pretty intense at times. Patient stated that their hcp thinks that they should have the battery and wire checked, to see if everything's in place. Agent asked if they had any falls or accident that may have caused the leads or the ins to be misplaced, patient said no. Patient mentioned that the hcp assistant told them to not change the setting and stay on the current program until they get a relief for their retention. Patient also stated that there has been improvement with the new program, because they're getting the sensation, but they are still flooding. Patient said that the battery or wiring is not working enough. Agent reviewed that the stimulation sensation does not need to be felt all the time to know that a certain therapy setting is working. Agent also reviewed that if they are getting at least 50% of symptoms reduction, then that means it is working. No troubleshooting was made on the callas the handset needs to be charged, and they would be purchasing a charging cable for it. Agent documented reported event. Agent did not have time to collect sr info since patient is in rush for their appointment.